Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was overdischarged. The patient said the last time they charged was between 6 months and 1 year ago. The rep met the patient at the hcp office and tried to interrogate the battery, but it was unsuccessful. The patient did not have their recharging equipment with her. An appointment was made for 8/22 to perform a prm trickle charge. The issue was not yet resolved. Additional information received from a manufacturer representative (rep). It was reported that surgical battery replacement was planned once a successful prm was performed and impedences were checked per the physician¿s requests. The patient had to reschedule the prm appointment to 8/29. No further complications were reported.